Event description:
It was reported that atrial oversensing caused inappropriate episodes of at/af. During lv capconfirm threshold searches, the rv back-up pulse and subsequent qrs was being sensed on the atrial channel. A programming change was recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).